Event description:
Product was returned as an implant failure because of lack of integration. Based on the report, the patient had moderate oral hygiene and moderate bone condition. The fixture was placed with one stage surgery in tooth location #24. No bone material was used. The doctor indicated that the device was not received damaged or defective such that it would not perform as intended. The patient outcome was reported as recovered, no complaints.

Manufacturer narrative:
Based on inspection results and the DHR review, the returned product has been found to be within specification. Lack of osseointegration is a known adverse effect for all dental implants as stated in our IFU. The overall success rate for dental implants is about 95%. Therefore, the implant failure is most likely due to causes other than the product such as surgical mistake, patient bone condition, patient oral hygiene, or patient behavior.